Event description:
On (B)(6) 2012, a fax was received from the physician's office. It indicated that the patient was last seen on (B)(6) 2012. The patient's settings were provided; however, no diagnostic results were provided. There was no relation of the increase in seizures to vns, and no interventions were planned.

Event description:
On (b(6) 2012, this vns patient stated that, since his vns implant on (B)(6) 2012, he had experienced an increase in seizures that was above his pre-vns seizure frequency. The patient reported that he used to experience four to five seizures per week; however, yesterday ((B)(6) 2012), he experienced nineteen seizures. The patient said that his medications have not been changed since being implanted and that he had not told his physician about the increase, yet. Attempts for additional information have been unsuccessful to date.